Event description:
Pt reported experiencing high blood glucose (in the 200's [mg/dl] for the past two days. Pt also noticed a crack in the device's screen, but pt can still see screen ok. Pt feels the crack in the device is what caused the high blood glucose.